Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. D4: batch # 424c61. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload was placed and removed with no issues noted in a test device and it performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 424c61, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: what is meant by gst60b dropped out of the patient? Gst60b dropped into the patient. Did the trocar fall out of the patient? No. Or did the reload fall out of the stapler jaws after the entering the trocar? Yes. Did the reload fall into the patient? Yes. If yes, how was it retrieved? Currently, unknown. Did this alter the procedure in any way? No. Were any unusual or unexpected noises heard during time of use? No.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. Additional information was requested and the following was obtained: did the reload fall into the patient? If yes, how was it retrieved? I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by gst60b dropped out of the patient? Did the trocar fall out of the patient? Or did the reload fall out of the stapler jaws after the entering the trocar? Did the reload fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Were any unusual or unexpected noises heard during time of use? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, reload dropped out of the patient during stapler clinical evaluation. The trocar was placed into the patient and fell out of the cartridge jaws when it touched the patient gastric slightly. The nurse who directly assisted said that the nurse thought the cartridge had clicked it into place, but perhaps it had not pushed it all the way in. Since it was the second firing setting, the nurse thought it was no problem and did not make sure the cartridge setting was correct. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.